Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 48 mg/dl. The customer stated that the insulin pump clip rail was broken and had crack. It was unknown whether the auto mode feature was active at time of low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with scratched case, cracked keypad overlay, broken belt clip rails and pillowing keypad overlay. The p-cap does lock properly. (B)(4).